Event description:
It was reported that the user perceived excessive insulin delivery at lunchtime while using the ilet pump, with review indicating meals were not spaced at least four hours apart and new meals were announced before completion of prior meal insulin, and the user frequently paused the pump, which could affect algorithm learning and delivery accuracy. Symptoms included hypoglycemia reaching 49 mg/dl, managed by oral glucose intake. Outcomes included education and transfer for further review and re-training. Investigation included consultation with clinical support and review of pump usage patterns. Investigation of this case revealed that overlapping meal announcements indicating attempts to correct/ manage blood glucose. Frequent pump pauses likely led to algorithmic dosing behavior that the user perceived as too high, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user-related operational factors were the probable cause, and education on reducing pump pauses and proper meal spacing was indicated.